Event description:
Caller reported a cartridge alarm 30 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer was unable to proceed with changing the cartridge because she was away from home.